Manufacturer narrative:
The service rep replaced the hard drive, loaded software, and reloaded the configuration data. Sys functions as intended.

Event description:
Customer reported system will not boot, monitors have bar about 3/4 complete and c-arm is at 5 arrows.